Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the absorber bottom chassis was damaged causing a large leak. The absorber bottom chassis was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was alarming, indicating no co2 absorption. There was no report of patient involvement.